Event description:
It was reported that air was noted in the i.v. Set. There was no resultant patient complication.

Manufacturer narrative:
Manufacturer's report date 4/17/1998. The set was received and was visually and functionally tested. The set was primed and was set up to run on an instrument at rates of 50, 999, and 1 ml/hr over a period of 48 hours. No air was observed in the set during the 48 hours of operation. The set was then pressurized to 30 psi with no leaks detected. The set was found to meet the manufacturer's specification. Unable to duplicate the alleged failure. This report was filed out by the MFR.